Event description:
It was reported that a patient underwent a tissue closure procedure after delivery on (B)(6) 2012 and suture was used. The patient experienced post operative infection. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The physician reports the following possible batch numbers: batch eb2057; batch dj2067; batch eam077. In addition, a review of the lot sterilization records was conducted. This review did not identify any quality concerns and the lot met all release criteria.

Manufacturer narrative:
(B)(4). Conclusion: representative samples were returned for evaluation. The devices were tested for leaks in flexible packaging. None of the packages showed any signs of leaking through the seal or through the foil.